Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was suspected that the device supra ventricular tachycardia (svt) discriminators might be inappropriately withholding therapy for two monitored svt episodes (ventricular tachycardia (vt)/ventricular fibrillation (vf) therapy withheld). It was also noted that the patient was in wide complex vt and crt-d may be inappropriately withholding therapy due to svt discriminators. The crt-d remains in use. No further patient complications have been reported as a result of this event.